Manufacturer narrative:
An event for malposition of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported malposition of device was related to the device implanted depth of the 2mm. The patient effects of heart block appears to be related to the manual compression of the conduction pathway and implanted depth (procedural conditions). The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on 17 october 2024, a 29mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 2mm. There was no difficulty experienced implanting the 29mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On 18 october 2024, it was noted via electrocardiogram and telemetry, that the patient developed a third degree atrioventricular block. On 22 october, the decision was made to implant a permanent pacemaker. The cause of the patient's third degree atrioventricular block is attributed to manual compression of the conduction pathway. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.